Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels between 400 and 500 mg/dl. The caller stated that the customer felt sick, and had ketones. It was stated that the customer takes half of his basal rates via manual injection, and he had not given some of his insulin that day. The mother had previously called to report motor error alarms as well. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. However, the mother stated that the alarms occurred multiple times. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement and basic occlusion tests. However, the insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform occlusion and no delivery tests due to prime/fill anomaly. No motor error alarms noted during testing. Motor passed motor test.